Event description:
The caller states that the customer experienced an event where he was incoherent, "out of it" and did not know what was going on. The customer's blood glucose was 90 mg/dl on the accu-chek aviva sys. The caller attempted to treat the customer with orange juice. The caller was unsuccessful. Within 10 mins, the customer's blood glucose was 45 mg/dl on the professional meter. The emergency medical technician's treated the customer with glucose. The results of the treatment were undisclosed. The customer has two accu-chek aviva sys. The caller did not know which sys produced the 90 mg/dl result. New sys sent and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek aviva sys 2. Reference medwatch for suspect device accu-chek aviva sys 1.